Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that the patient was experiencing issues with an inflatable penile prosthesis(ipp) due to the reservoir migrating. The patient then had a surgical procedure to revise the ipp on (B)(6) 2021.

Event description:
The patient is experiencing issues with an inflatable penile prosthesis (ipp) reservoir. The reservoir migrated. A revision surgery has not yet taken place.